Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), which was returned for normal maintenance, the monitor's belt connector was found to be damaged. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor's electrode belt connector was damaged. The monitor was unable to communicate with an electrode belt. The root cause for the damaged connector could not be positively identified, but the damage was likely the result of the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged belt connector. The last patient to use this monitor did not report any deficiencies.